Event description:
Customer reportedly received result of 228 mg/dl on advantage system 1 and 85 mg/dl on advantage system 2 within 10 minutes. Customer took glyburide based on higher than normal reading. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in advantage system 1 (lot# 550817, exp date 01/31/2010). Reference medwatch report with pt identifier (B) (4) for the suspect device used in advantage system 2.